Event description:
It was reported that the fill port cap of a basal/bolus infusor was missing. This was identified before patient use, upon opening the outer packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured june 20, 2013 ¿ june 24, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation in an open foil pouch. Visual inspection noted a missing fill-port cap. This confirmed the reported condition. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause was unable to be determined. In order to address and further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.